Event description:
It was reported that the gray part of the micro-introducer sheath is cracked and could not be used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a split in the distal tip of the sheath was confirmed. One 4.5fr x 5cm microintroducer was returned for investigation. The dilator was received within the sheath. A 3.5mm longitudinal split was observed at the distal end of the sheath. A microscopic examination revealed fibers that spanned the gap of the split sheath. The edge around the distal end of the sheath was not crumpled or damaged. The sheath length and outside diameter of the dilator were within specification. The sample was reviewed at the manufacturing facility; however, there was insufficient evidence to determine the root cause of the observed damage. A lot history review (lhr) of recx3654 showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the gray part of the micro-introducer sheath is cracked and could not be used.